Event description:
It was reported that patient underwent surgical intervention for unknown reason wherein the ipg was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that the ipg was not charging properly. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.